Event description:
The customer stated that she had received normal control test results that were out of range. While troubleshooting, she performed 2 more control tests and received results of 199 and 174 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.